Event description:
It was reported that (1) device was used during a laparoscopic ventral herniorrhaphy. It was reported by the rep that the ems staples were not deploying correctly. The handle kept "stripping" (trigger would move with no associated staple deployment). Another ems was used to complete the case. There was an extended or time of 5 minutes.